Event description:
Per customer, there was a spontaneous separation of catheter from urine bag. The patient is a (B)(6) year-old female, who recently had c-section. The product was inserted on (B)(6) 2021 and fell out on the same day. The clinician helped the patient get up out of bed to stand, and the tubing of the catheter disconnected from the bag at the site of the green tape. The patient¿s therapy was interrupted, and clinicians were not able to monitor the output. Additional information was received and stated that the customer asserted that the patient¿s therapy was interrupted in regards that measurement of output is a critical part of the patient¿s therapy. Because the tubing disconnected and urine subsequently left the bag, it was impossible to measure output, and therefore that part of the therapy was interrupted. The customer was not injured as a result of this interruption. However, the catheterization was ceased at this point due to the patient¿s ability to control her own urinary functions after the epidural had worn off.

Manufacturer narrative:
Product ID was not provided; the UDI could not be identified at this time. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for the investigation. Per customer, the sample was discarded. Because a sample was not returned, we were unable to perform a follow-up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. However, there have been complaints reported in the past for catheter detachment. As part of continuous improvements, a corrective action (CAPA) has been opened to address the reported issue through a more robust investigation. The results of investigation will be documented through the referred CAPA.